Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulty or delayed activation and physical resistance/sticking could not be determined; however, the reported stretched stent, broken stent and unexpected medical intervention appear to be related to operational context. Based on the reported information, it is possible that inadequate support for the shaft due to use of an undersized guidewire caused restriction to the distal shaft lumens in the anatomy (possibly over the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in deployment failure; however, a conclusive cause cannot be determined since the device was not returned for analysis. Additionally, it is likely that the reported broken and stretched stent, resulted from manipulation of the device during the attempts to deploy it as difficulty was encountered. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6-medical device problem code 2017-failure to follow steps / instructions.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the right femoral artery with 90% stenosis, mild calcification and heavy tortuosity. The 5.0x100mm absolute pro 0.035 self-expanding stent system was advanced without resistance when the thumbwheel stopped rotating and the stent only partially released. Therefore, the handle of the sess was taken apart to fully deploy the stent. However, the stent was observed to be fractured and stretched. Another same size absolute pro stent was used to cover the damaged stent and treat the target lesion. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.